Event description:
A customer reported an issue with a cgm error code 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. After contacting technical support, the customer was provided with information to perform a pump reset, which resolved the error, allowing the sensor session to start successfully.